Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues occurred. Vascular access was obtained via the left elbow. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left brachium. This dt/6-4/5/40 ultra-thin'' diamond'' dilatation catheter was selected and inflation was performed twice. The first inflation was inflated to 8atm for 60 seconds. After the first inflation, the device was fully deflated and was slightly moved (unknown if it was slightly moved distally or proximally). The second inflation was performed at 8atm for 60 seconds and after the second inflation, the device was unable to deflate. After several attempts the device deflated and was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual examination of the device found that the balloon showed evidence of being inflated. There was a kink in the shaft 158mm from the distal tip. The device was attached to an encore inflation unit and an attempt was made to inflate the device. The device could not be inflated due to the presence of congealed contrast media. The device was soaked in warm water. The device was again attached to an encore inflation unit and was inflated to 15 atmospheres (atms) without issue. The inflation device was verified at 15atms on the timing of deflating the balloon and it was noted that the balloon deflated within specification. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues occurred. Vascular access was obtained via the left elbow. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left brachium. This dt/6-4/5/40 ultra-thin diamond dilatation catheter was selected and inflation was performed twice. The first inflation was inflated to 8atm for 60 seconds. After the first inflation, the device was fully deflated and was slightly moved (unknown if it was slightly moved distally or proximally). The second inflation was performed at 8atm for 60 seconds and after the second inflation, the device was unable to deflate. After several attempts the device deflated and was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.